Manufacturer narrative:
Additional information provided states that the device will be returned.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. Based on the available information, the reported observations were consistent with monitoring and signal interpretation differences rather than a device-related clinical complication.

Event description:
An impella 5.5 was inserted via the right subclavian axillary artery in a 52-year-old male presenting with cardiomyopathy, heart failure, and cardiogenic shock classified as scai stage d. Prior to device placement, the patient¿s left ventricular ejection fraction was reported as 30%. The patient required mechanical circulatory support with an intra-aortic balloon pump prior to impella placement and was receiving inotropes, vasopressors, and mechanical ventilation for respiratory support. The impella 5.5 was placed to provide hemodynamic support in the setting of advanced cardiogenic shock. During the course of support, hypotension was reported in association with the purge cassette system, and the reported event included a purge disc issue that was not detected. There were no patient signs, symptoms, or clinical consequences reported, and no medical device removal was required related to the purge cassette observation. Subsequent information indicated the patient also experienced hypertension and a false alarm related to a placement signal issue. The patient was noted to have a significantly lower aops reading compared to the patient¿s blood pressure, and nursing staff reported two ¿placement signal low¿ alarms overnight. Clinical evaluation was performed, and echocardiography was ordered to confirm device placement. The impella pump had been in place since 12/18, and clinical discussion indicated the likely cause of the signal discrepancy was related to the optical sensor. Following confirmation of appropriate placement, the ao placement signal was adjusted at the bedside with impella staff support due to a >30 mmhg difference between aops and the patient¿s blood pressure. After adjustment, the ao placement signal values increased appropriately, with systolic values rising from approximately 90¿100 mmhg to 180 mmhg. Ao and lv waveforms appeared normal once the y-axis was adjusted, and motor current remained unchanged and within normal range for an impella 5.5 operating at p-4. Pump flows were noted to be slightly higher following signal adjustment. The bedside nurse was advised to continue monitoring motor current, waveforms, and patient hemodynamics. Based on the available information, the reported observations were consistent with monitoring and signal interpretation differences rather than a device-related clinical complication. The patient remained supported on the impella system and survived.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
H6 medical device problem code corrected

Manufacturer narrative:
E4 was inadvertently omitted on the initial manufacturer device report.